Event description:
The customer stated that the architect analyzer generated falsely elevated troponin-I results on one patient compared to their troponin-t results. Results provided: troponin-I on (B)(6) 2014, am = 672.8 / fresh pm sample = 717.7ng/l. The customer's diagnostic cutoff is 30ng/l. That evening the patient was transferred to a local hospital (a&e) where the lab tested for troponin-t =< 3.0ng/l. There was no additional patient information provided.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further evaluation of the customer issue included a review of the complaint text, a review for similar complaints, accuracy testing, and a review of labeling. The customer observed falsely elevated results for a patient, while using architect stat troponin-I, list 2k41-28. Customer returns were not required. A review of complaints did not identify an increase in complaint activity related to falsely elevated results. Accuracy testing was completed using retained kits of reagent lot 54655un14. Although the lot is unknown, lot 54655un14 was identified as being recently shipped to the customer. A deficiency was not identified as panel testing shows that acceptance criteria was met and the assay performs per specification. A review of product labeling concluded that falsely elevated results may be caused by other conditions and is adequately addressed. There is not enough information to reasonably suggest a malfunction occurred. No additional information was provided regarding the patient's condition, clinical history or medications. Based on the investigation, it has been determined that the architect stat troponin-I, list 2k41-28 is performing acceptably and no further action is required at this time.